Manufacturer narrative:
(B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital biomedical engineer reported an issue encountered with the mps2 console during use. The report stated the perfusionist said the console displayed error code for low system pressure in the heat exchanger. The report stated she could not get the pressure past 30 ml because the vent valve was opening with the antegrade valve. It was reported that the console was changed for another one and there were no patient complications reported as a result of the alleged issue. The console was sent to the manufacturer for analysis.